Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the fiber tip revealed that the tip was degraded. Laser fibers are consumable devices and expected to degrade with use. In addition, the fiber connector face, exhibited burn marks. During functional testing, there was no aiming beam observed thus confirming the reported event. A review of the device history record confirmed that the device met all material, assembly and performance specifications. Based on analysis result, the observed condition of no light exiting the connector can be indicative of an internal connector fracture. A fracture within the connector component can occur during procedural handling or during preparation of the fiber. The fracture can result in an insufficient aiming beam or low laser energy output, and in this case a complete inability for the fiber to fire. In addition, the burn marks observed on the connector component face are likely related to a damaged console debris shield.

Event description:
It was reported that during preparation, after the fiber was connected to the console, there was no laser beam emanated from the fiber. When the fiber was replaced, the beam was present. Inspection of the fiber connector found what were believed to be dirt and rust spots. After the product investigation, it was determined that there was no light exiting the connector due to an internal connector fracture. There were no patient complications.